Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc) and a thing which there was a hole in the camera cable, omsc surmised there was the possibility this phenomenon was attributed to the video communication failure, because the hole was occurred in the camera cable of the subject device by storage and/or reprocessing the subject device together with sharp-tipped instruments (tweezers, forceps, knives, etc.) And then water leakage occurred and destroyed the electric circuit inside which made not transmitting the video communication. The camera cable breakage might have been occurred by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was found the camera cable break of the subject device which might have caused the reported phenomenon. There was no report of patient injury associated with this event.